Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp ¿ moisture ingress) issue. It was reported that there was a temperature issue and moisture or corrosion in the pump. There was no reported physical damage to the pump. There was also no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 06 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: on examination, investigation confirmed evidence of moisture inside the battery compartment. The battery compartment and the pump case were both noted to be cracked and leak testing confirmed moisture ingress into the pump at these areas of damage. The returned battery cap was unable to be secured properly to the pump due to the damage. On investigation, the pump failed to power on for investigation of the alleged temperature issue; the pump was completely unresponsive. The pump was opened for further investigation and revealed moisture damage throughout the internal compartment of the pump. The pump unresponsiveness was determined to be due to the extensive moisture damage. The temperature issue was not able to be investigated due to the inability to run the pump and verify electrical current draws.